Event description:
It was reported that pump had cartridge priming issues that prevented insulin from flowing to tubing. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no additional troubleshooting or corrective steps were documented, and customer was out of warranty and in process of obtaining new device.